Event description:
Related manufacturer report number: 1627487-2024-07392, 1627487-2024-07393. It was reported that the patient experienced pain at the anchor site and pain at the ipg site. It was also reported that the patient has had some weight loss. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.